Event description:
It was reported that the pt underwent a thermal balloon ablation procedure in 2006. During the therapy cycle of the procedure, the pressure fluctuated several times. The physician reports that he completed eight minutes of ablation with the pressure fluctuating 120-180 mmhg. A hole in the balloon was noted when the balloon was removed from the pt. The physician decided to use another balloon to deliver an add'l six minutes of therapy because he was not certain of the effectiveness of the first ablation with the fluctuating pressure. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.